Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. It was further observed that one of the springs were out of place and deformed and the other spring was out of place and completely gone. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to the springs to come out of place is due to the handpiece being run without a cutter which is user misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the pawls of the motor device were damaged and were no longer holding the cutter devices. It was also observed that the foot plate on the craniotome device was bent during the same surgical procedure. According the reported, the attendee tweaked the craniotome device while cutting the arc of the circle and then pulled it out and looked at the bend. The craniotome device was then put back into cutting position and the circle cut was finished. The surgical procedure was completed successfully. There were no delays to the planned surgical procedure. It was unknown if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.